Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b pro code (product code): qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50. Serial number: (B)(6). Batch/lot number: 5127516. Model/catalog description: infinion cx lead kit, 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the leads had high impedances.